Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter valve during the pretest.

Event description:
It was reported that the foley catheter was leaking water from the valve during pretest.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 two-way foley catheter inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated passively and found no leakage on the return sample. The balloon concentricity was 60:40. Active length of the catheter balloon was measured (0.6895 inches) and found to be within specification (.60 -.90 inches). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.